Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What color cartridge was used to cut and staple the appendix and mesoappendix? Was the appendix and mesoappendix taken together or in separate firings? How was the bleeding identified? What part of the staple line was the bleeding from? Does the surgeon routinely wait 15 seconds prior to firing? Were any issues noted in regard to staple formation throughout the care of the patient? It was mentioned that this occurred several times. Can a quantity be provided? What is the current patient status?

Event description:
It was reported that three days post-operative after a laparoscopic appendectomy the patient was readmitted to the hospital and was found to be bleeding on the staple line during an exploratory laparotomy. Sutures were used to stop the bleeding. The patients current condition is unknown.